Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to reproduce the customer's reported issue. However, during the performance evaluation, the iabp unit generated a low helium alarm almost immediately. The stm observed that the helium tank was closed almost the entire way, but not completely off. To correct this issue, the stm opened the helium take fully. In addition, while running the iabp unit on a trainer, the iabp immediately generated an augmentation alarm. The stm observed that the augmentation alarm was set at 200mmhg, and to correct the issue, lowered the setting to 80mmhg. The stm then ran the iabp for a half hour without issue while initiating ten (10) manual fills. The stm also performed five (5) autofill calibrations with all readings within specifications. All safety, functionality, and calibration check were performed and passed to factory specifications and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.